Event description:
It was reported that during thr the device broke. No delay or injury reported. A back up device was available.

Manufacturer narrative:
Reviewing the information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that the device broke but there is no confirmation that the device broke inside the patient´s incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.